Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed due to unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precision glide¿ detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.